Event description:
The sales rep reported that the device came loose during a case. There was no adverse consequences, no medical intervention and no surgical delays. The procedure was completed successfully.